Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several weeks post implant the right ventricular (rv) lead dislodged and had no capture. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.